Event description:
We were using our tempus ls unit during a cardiac arrest and the unit failed to pace a patient who was bradycardic and already maxed out of norepinephrine. The device would not go above 20 milliamps and would not get capture.